Event description:
Customer called to report that she did not think her pod was working correctly. She had changed her pod in the afternoon, and at 1:30 am her blood glucose level was over 500 mg/dl. Customer changed her pod and gave herself a manual injection. Customer noted that when she removed this pod, the cannula was kinked. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.